Manufacturer narrative:
Batch review performed on 06 september 2021: lot 166524: (B)(4) items manufactured and released on 13-dec-2016. Expiration date: 2021-nov-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-jan-2017.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.